Event description:
It was reported that during a cystectomy procedure, the initial procedure went well. The next day, the patient was taken back into the or for bleeding. They believe that some of the pedicles were bleeding. It is unknown how much bleeding occurred and unknown if there was any blood products given. Unknown how the bleeding was controlled. The patient was stable after the additional procedure. The device was discarded.

Event description:
Additional information received: how long has the surgeon and account been using this device? Surgeon has used the super jaw approximately 6 times prior. The account has been using for six months. Were you present for the procedure? Yes. Is the jaws cleaned of tissue between transections? No. What other instruments were used during the surgery? None. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Yes. How long after the original procedure did the bleeding occur (provided number of hours, days, etc.) The patient was readmitted the next day. Approximately 20 hours. How much blood was lost? (Cc's) don't know. How was the bleeding controlled in the 2nd procedure? Yes. Was a transfusion required? Don't know. Was the patient taking any anticoagulants? If yes, specify prescribed medication. Don't know. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Don't know. Does the patient has a known coagulation disorder? Don't know. Has the patient taken any steroids? Don't know. What was the total blood loss? Don't know. What was the patient's pre-op hemoglobin and hematocrit? Don't know. What was the patient's post operative hemoglobin and hematocrit? Don't know. What is the current patient condition? Good.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Requested information: how long has the surgeon and account been using this device? Were you present for the procedure? Is the jaws cleaned of tissue between transections? What other instruments were used during the surgery? Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy how long after the original procedure did the bleeding occur (provided number of hours, days, etc.). How much blood was lost? (Cc's). How was the bleeding controlled in the 2nd procedure? Was a transfusion required? Patient specific questions: was the patient taking any anticoagulants? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? What is the current patient condition?

Manufacturer narrative:
(B)(4).